Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing, delayed charge times and failure to shock. While the patient was in an ambulance with ventricular fibrillation (vf), being brought to the emergency room due to multiple s-ICD shocks, the s-ICD took two minutes since the onset of vf to charge. The health care professionals in the ambulance waited for treatment from the s-ICD, but eventually the patient was externally defibrillated when an s-ICD shock was not delivered. Technical services (ts) was contacted, and ts discussed programming options. Ts noted the therapy was not delivered due to an artifact on the subcutaneous electrocardiogram (secg) created by the external defibrillation and the termination of the vf, and that the s-ICD takes about 120 seconds from tachy transition to charge. The s-ICD system remains in service. No adverse patient effects were reported.